Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring - clear. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Insulin pump received with critical pump error (open book). Successfully bypassed open book and downloaded history and traces using thus. Pump was unable to perform the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to a stuck motor. Pump failed prime/seating test due to a stuck motor. Pump alarmed pump error during self test. Pump did not pass the sleep current test due to moisture damage. Pump passed the active current test. Test p-cap locked into reservoir tube successfully, however, retainer ring damage noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump download history confirmed, pump error 63 variable 8 on (B)(6) 2021 at 00:00 due to a rtc failure. Additionally, pump error (line number 456 file number 0) due to a hardware error. Pump error was confirmed during testing on (B)(6) 2022 at 11:56 due to moisture damage. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where cracked battery tube/threads were noted. Additionally, pump error 63 variable 8 was found due to a rtc failure as well as pump error 53 and pump error 75 due to moisture damage causing a hardware error. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The customer had discontinued to use the device.